Event description:
During an opthalmic procedure, aspiration from this unit was slow and low. The settings on the unit were changed in an attempt to use the unit; however, another unit had to be brought in to complete the procedure.